Event description:
Complainant alleged that during functional testing, the device toggled between defib & monitor mode upon power up. Complainant indicated that there was no pt involvement in the reported malfunction.